Event description:
It was reported that four months post port placement via the right subclavian vein for chemotherapy, catheter allegedly broken. It was further reported that the distal catheter segment allegedly separated. Reportedly the distal catheter segments and port body were removed. The patient experienced extravasation. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that four months post port placement via the right subclavian vein for chemotherapy, catheter allegedly broken. It was further reported that the distal catheter segment allegedly separated. Reportedly the distal catheter segments and port body were removed. The patient experienced extravasation. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one bard implantable port with an attached groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture, material separation and fluid leak and the identified wear and deformation issues, as a complete circumferential break was noted on the distal end of the attached catheter and proximal end of the distal catheter segment. The surface of the complete circumferential break on the distal end of the attached catheter and proximal end of the catheter segment were noted to be granular in one region and round in the other region. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.